Manufacturer narrative:
Results: the catrx was fractured approximately 113.0 cm from the hub. Kinks and ovalizations were present throughout the length of the catrx. The catrx was fractured and, therefore, the device could not be functionally tested. Conclusions: evaluation of the returned catrx confirmed a fracture and revealed kinks near the fracture. If the device is forcefully advanced against resistance, damage such as kinks may occur. If a kinked device is subsequently retracted against resistance, damage such as a fracture may occur. Further evaluation revealed additional kinks and ovalizations throughout the device. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left coronary and circumflex arteries using an indigo system cat rx kit. During the procedure, the physician had two guidewires in place within a guide catheter and resistance was experienced while advancing the indigo system catrx aspiration catheter (catrx) over one of the guidewires, with the other guidewire alongside, within the guide catheter. The catrx then became wedged within the guide catheter and was unable to advance any further. When the physician attempted to pull the catrx out of the guide catheter, the catrx broke in half at the point of connection to the rx wire port. The physician then removed the broken catrx from the guide catheter using his fingers, and the procedure was completed using another catrx. There was no report of an adverse effect to the patient.